Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, the sample for this complaint has not been returned for review. Additionally, there has been no visual evidence to support the alleged reported issue. Without such evidence, the results are inconclusive and could not be confirmed and determining a root cause and corrective action is not possible. There have been no other complaints regarding this issue with this lot number. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated ¿the patient was 39 weeks and has been discharged. The dad was holding infant and when placed back in bed the nurse noted the PICC was not attached at the hub. She grabbed the catheter that was in the infant with a hemostat and had nnp come check it. Nnp instructed her to pull the line. A piv was started for remainder of antibiotics."